Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture, "difference in shape between the two breasts", and ¿concern with the product." Patient also reported "began to suffer a significant deterioration in health. Primarily suffering from repeated lung and stomach issues and generally being ill a lot more frequently"; these are not device related. Device remains implanted.